Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-41 dead battery. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for battery issue \ dead meter. The customer stated that the meter comes on but shuts off quickly. During the call on (B)(6) 2017 it was verified that the meter came on and shut off after inserting a test strip and by manually pressing the "s" button. The strip was inserted in the meter correctly and the right brand of strips was being used. The battery was in the meter correctly. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017 the customer stated she had a headache and that it could be from diabetes. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.